Event description:
One rod broke post operatively. The broken rod was detected during a follow up visit on an x-ray. The date when the rod was broken is unknown. The broken rod remains inside the patient. The patient is scheduled for a revision surgery in 2008 to remove the broken rod.

Manufacturer narrative:
The initial reporter is unsure of the lot number of the rod. These are the possible lot numbers of the broken rod: 261039a - manufactured date: 06/17/2004 lot size: 90pcs. 607766b - manufactured date: 06/22/2006 lot size: 28pcs. An evaluation of the device history record of each lot do not reveal any quality concern. A visual examination of the x-ray provided by the surgeon was performed by senior director of sustaining engineering. A visual inspection of the x-ray revealed the following: the broken rod was confirmed. There is a polyaxial screw placed in each iliac bone of the patient. The broken rod is positioned between the screw placed in the iliac and screw placed in the sacrum. Zodiac spinal fixation instructions for use state: indications for use: it is intended that this device, in any system configuration, be removed after development of solid fusion mass. Hook component indications are limited t7-l5. Sacral screw indications are limited to the sacrum only. The iliac bone is not included in the indications for use for the zodiac system. The root cause of the rod breakage is due to user error. A letter will be sent to the surgeon with zodiac spinal fixation instructions for use.